Event description:
It was reported by customer that powerglide midline 18 gauge 8cm guide wire came off in patient. Patient was sent to nearby hospital emergency room to have imaging to evaluate. Additional info from customer: (03-aug-2023). Pt needed to be transferred to ER for scans. Discovered after midline placement when needle was pulled out of patient¿s arm and the guide wire was missing. Unknown if it broken in multiple pieces. It was never recovered. Images were taken in ER and nothing showed up on images. Patient just received outside referral for further scans and images in her hometown. Patients was already nervous before midline, so the event made it even worse. No other negative outcomes to date.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a guidewire detachment was not confirmed; however, the guidewire was unable to advance which likely contributed to the perception indicated in the reported event. One 18 ga powerglide pro device was returned for evaluation. The safety mechanism was activated and the catheter was returned fully advanced off the needle. An attempt to advance the guidewire using the purple slider was unsuccessful. The guidewire was found to be present within the housing decoupled from the slider. No evidence of detachment or fraying of the wire was noted. Microscopic inspection of the purple slider revealed material impressions which were indicative of proper assembly of the guidewire. Based on the condition of the returned sample, possible contributing factors include advancement against resistance or into tissue. However, the mechanism which caused the guidewire to become decoupled from the slider remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that powerglide midline 18 gauge 8cm guide wire came off in patient. Patient was sent to nearby hospital emergency room to have imaging to evaluate. Additional info from customer: ((B)(6) 2023). Pt needed to be transferred to ER for scans. Discovered after midline placement when needle was pulled out of patient¿s arm and the guide wire was missing. Unknown if it broken in multiple pieces. It was never recovered. Images were taken in ER and nothing showed up on images. Patient just received outside referral for further scans and images in her hometown. Patients was already nervous before midline, so the event made it even worse. No other negative outcomes to date.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.